Manufacturer narrative:
Method: device not returned. Results: device not returned and no lot code provided. Conclusion: the cause of the reported issue is multi-factorial and cannot be determined.

Event description:
It was reported that the screw tab broke above the reduction threads and not at the tulip.

Event description:
It was reported that the screw tab broke above the reduction threads and not at the tulip.